Event description:
Following venipuncture the clinician was withdrawing the needle/stylet assembly and resistance was met. The clinician pulled harder and the needle went through the tubing resulting in a needle stick injury.